Event description:
The caller stated that the insulin pump is either giving too much insulin or not enough. The customer was hospitalized on (B)(6) 2013 with a low blood glucose of 20 mg/dl, but has been in an out of the hospital with high blood glucose levels between 700 and 1200 mg/dl. The caller reported a hospitalization on (B)(6) 2013 with a blood glucose of 700 mg/dl. Troubleshooting was not done as the insulin pump keeps giving an error alarm. Also, the customer was asleep at the time of the call. Advised to have the customer call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.